Event description:
Customer reported observing low volume in wells a2, b1, b2, c1, c2, d1, e2 when performing the ot htlv I/ii elisa test. The instrument did not generate an error message. A service engineer was dispatched and after inspecting the instrument, observed dried serum on tip clamp and sleeve in position 1 of the x-arm. Parts were replaced in positions 1 and 2. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.